Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a damaged grommet, a set screw with a rounded socket, and a damaged set screw.

Event description:
It was reported that during an implantable pulse generator (ipg) implant attempt, the physician was unable to engage the screwdriver into the setscrew to reattach the lead. A new lead was implanted with success. No patient complications have been reported as a result of this event.